Manufacturer narrative:
Result of investigation: known good power manager was plugged onto a known good ltv test vent. Uut's sprint pack batteries was found to be functional as intended accordingly specification per manuals listed. Found a recessed piston on the male pogo pin of power manager sprintpack assy which caused a loose connection between the power manager springpack assy and the sprint pack battery resulting an electrical arcing of the respectable "pack+" pogo pins of both assembly thus overheated and melted the surrounded area.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1000 experienced burn marks around sprintpack and the battery. The customer confirmed that there was no patient harm associated with the reported event.